Event description:
It was reported that the rv lead had dislodged. The lead exhibited a decrease in sensing thresholds, low impedance and an increase in capture thresholds. X-ray confirmed dislodgement, and an echo confirmed perforation. The lead was successfully repositioned. There were no acute complications following the case.

Manufacturer narrative:
Na